Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became stuck down, and is no longer functional. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (400 mg/dl). Customer stated they will stabilize blood glucose levels, and continue insulin therapy with an insulin pen.